Event description:
Based on an inspection of an olympus asset device (high definition lcd monitor) it was noted that the unit did not have an ac power, and had dead pixels on screen. No patient and user injury reported. This report is being submitted to capture the reportable event found during the evaluation of the device.

Manufacturer narrative:
As stated, upon inspection and testing of the returned device, the following defects were found, faulty ac/dc power supply, no image/lcd failure, and printed-circuit board failure. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18feb2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed that the device power failed to turn on, likely due to a faulty gi board. The specific root cause of the faulty gi board could not be determined at this time. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.